Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level, and ketones. Bg value was not provided. Customer was treated with insulin dextrose infusion, and was released from the hospital on (B)(6) 2019 with no permanent damage related to diabetes. Reportedly, the cause for elevated bg level was due to gastroparesis. In addition, the customer alleged the pump and supplies were the cause of the reported issue, however, did not provided additional details regarding the pump and supplies.